Event description:
On (B)(6) 2023 I had surgery to implant a nerve stimulator due to chronic migraines. I have since had intermittent zapping from the leads in my neck when I turn my head. This was noticed almost immediately after my surgery to implant this neurostimulator. I have been attempting to get this corrected for over a year now. However, I have run into problems with the original surgeon being " temporarily " unable to operate because he's in a new clinic and has no contract with my insurance, and no steady anaesthesiologist. In the meantime my implant has stopped working and refuses any attempt to put in MRI or surgery mode. I'm getting daily migraines again. I cannot get any imaging for other surgeons to assist me with other health problems. This is completely unacceptable, so all other treatment has been on hold. I paid big money for my surgery and device, and it only lasted 2 years before it quit working. Now I see it's on the recall list so I'm expecting abbott to correct this problem at no cost to me.